Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia when insulin ran out while at work, remained connected to the ilet pump, and administered a manual insulin injection with a pen before later performing a supply change and resuming pump delivery; the scenario reflects a usage issue involving improper procedure rather than a device component malfunction. Symptoms included hyperglycemia with capillary glucose reported over 500 mg/dl, without ketones or other symptoms. Outcomes included insufficient information to further characterize longer-term health impact, though glucose returned to range after treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem involving failure to follow instructions, and found no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.